Event description:
It was reported that a device was during an laparoscopic hernia repair procedure, the stapler jammed and did not fire. Opened another device to complete the case. There was no consequence to patient.